Event description:
It was reported that during routine follow-up, it was noted that the right ventricular lead exhibited one episode of high impedance. The physician performed the impedance test and all measurements were good. It was suspected that the patient had radio therapy, which may have contributed to high impedance measurement. There were no consequences to the patient. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)